Event description:
It was reported that noise was observed on the electrogram and varying impedances on the pace/sense portion of the right ventricular lead. Sensing difficulties were also noted. Pocket manipulation did not reproduce the noise. The device was then removed from the pocket and noise was observed with tension on the lead. The set screw holding the lead was secure. The lead was tested on the analyzer and there was no noise with tugging and manipulation. Suspecting a problem with the device header, the physician decided to replace the device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.